Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol flat mesh (device #2) may have caused or contributed to the reported event. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol flat mesh (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #1). Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1). On (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol flat mesh (device #2). As reported, the patient is making a claim for an adverse patient outcome against the perfix plug (device #1) and bard/davol flat mesh (device #2). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol perfix plug(device #1). On (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol flat mesh(device #2). As reported, the patient is making a claim for an adverse patient outcome against the perfix plug(device #1) and bard/davol flat mesh(device #2). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: on (B)(6) 2010 - patient was diagnosed with incarcerated right inguinal hernia thereby underwent open repair with implant of perfix plug (device 1). Per op notes, ¿a large hernia sac was identified and opened. The sac was incarcerated with omentum was reduced. The sac was excised. A perfix plug (device 1) was placed in the surrounding fascia and sutured.¿ on (B)(6) 2015 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with implant of perfix plug (device 2). Per op notes, ¿significant amount of adhesions was noted and lysed. A large hernia sac was identified and incarcerated with large omentum. Partial omentectomy was performed. The hernia sac was reduced. Prior mesh was intact. A perfix plug (device 2) was placed in the defect and sutured.¿

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol flat mesh(device#2) may have caused or contributed to the reported event. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifiers. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2015) is considered to be a best estimate. Updated fields: a2, b4, b5, b7, d4, g1, g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (brand name), g4 (PMA/510(k)). This supplemental emdr represents the perfix plug (device 2). An additional supplemental emdr was submitted to represent the perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.